Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms, pump error 40 alarms, or frozen screen anomaly noted during testing. No damage on electronic assemblies noted, however pump error 24 confirmed in device history files. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and multiple errors with frozen display. The customer's blood glucose value was 165 mg/dl. Customer reported that he just ate his lunch and delivered a bolus then drove. Customer received 2 pump errors. Customer reported alarm did not clear by selecting ok. Customer stated insulin pump screen turned off. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer also reported that the insulin pump was just turning on and off. The device will be returned for analysis.